Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the display of the sorin centrifugal pump console intermittently lost power during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative disassembled and inspected all of the scpc circuit boards and the circuit boards of the pressure and level/bubble modules. No defects were identified. All connectors were tightened and secured and a touch screen calibration was successfully performed. A functional check was successfully completed and the unit was returned to service. As the issue could not be reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on-site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the display of the sorin centrifugal pump console intermittently lost power during a procedure. There was no report of patient injury.